Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pace impedance measurements. It was noted that the pace impedance measurements were around 400 ohms, then increased to 800 ohms before spiking to over 2500 ohms. The out of range measurements could not be reproduced. At this time the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that troubleshooting was performed to try and produce noise; however, could not be produced. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.